Event description:
Per the clinic, the patient was explanted due to an infection and extrusion of the device. The patient was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B) (4).